Manufacturer narrative:
(B)(4). Product eval pending.

Event description:
During deployment the user is questioning the ' no shock advised ' notification given by the device during deployment. The pt survived.